Manufacturer narrative:
(B)(4). Adverse event without identified device or use problem

Event description:
On 04sep2018 a call was received from a johnson and johnson sales representative who reported an eye care provider (ecp) had a patient (pt) who was diagnosed with an ¿eye infection¿ while wearing an acuvue vita brand contact lens. On 17sep2018 a call was placed to the ecp¿s office and additional medical information was provided. The ecp reported the pt presented with a ¿poking¿ pain in the od (date of the event was not provided). The pt was diagnosed with a ¿bacterial infection¿ and was prescribed neopolydex qid and ciprofloxacin qid. The ecp reported the od was not getting better, so the pt was referred to an ophthalmologist. The ecp stated the pt returned after treatment from the ophthalmologist with a scar on the od. The ecp does not know what treatment was prescribed by the ophthalmologist. The ecp ¿thinks¿ the pt had some type of ¿stromal infection¿. The ecp can¿t recall the pts name and is unaware if the pt was sleeping in the lenses. The ecp will return the call if any additional medical information is available. The date of the event was unknown. The lot number is unknown. The suspect product is not available. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.